Event description:
IV tubing was found with a large bubble (herniation in the tubing). Ivf was not dripping in the chamber. IV site was flushed with no blood return. IV tubing was replaced without any patient harm. Manufacturer response for IV tubing, smartsite infusion set (per site reporter): product to be sent back to manufacturer for investigation.